Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the reverse trigger of the device was able to run in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the reverse trigger of the device was able to run in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed the reverse trigger of the device ran while in safe mode by the service technician through functional evaluation. Upon disassembly, the reverse trigger shaft was worn.